Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle clog. H3 other text : see h.10

Event description:
It was reported that during use the insulin does not flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2) it was reported by the consumer that the insulin does not flow. Does not always prime before injection but if she does, when she goes to inject, the flow will stop mid way resulting in her using a second or third pen needle to complete dosage incident dates unknown."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the insulin does not flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2) it was reported by the consumer that the insulin does not flow. Does not always prime before injection but if she does, when she goes to inject, the flow will stop mid way resulting in her using a second or third pen needle to complete dosage incident dates unknown."